Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k031216. Analysis and results: there are two previous confirmed complaints of this code-batch, regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 7 open and unused samples with the needles detached from the threads and the threads are still wound on the packs. Considering the units received were unused (the thread was still wound on the pack), we cannot consider this case as isolated, and we will close the complaint as confirmed. Moreover, there are previous confirmed complaints for the same issue. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 2.46 kgf in average and 1.54 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Final conclusion: taking into account that the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The customer reported that the needle was easily detached from the thread. Some sutures even have the needle already detached from the thread when opening the package. This suture was used by general surgeons for aponeurosis closure. No additional information has been provided.